Event description:
Healthcare professional reported right side "breast tightness and pain" and the right side device was found intact upon explant. Device has been explanted and replaced with a non-allergan device. Capsulectomy was performed. Device has been discarded.

Manufacturer narrative:
Healthcare professional has confirmed that the right-side device was intact. This record is no longer reportable to the FDA and will be un-reported. Additional, changed, and/or corrected data: b2, b3, b5, d1, d2a, d2b, d4, d6a, g4, h4, h6, h11.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture. Device has been explanted.